Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium "heparin" (lh) 83 units blood collection tubes, customer suspect the product has been contaminated with edta. The suspected edta contamination due to a grossly elevated potassium value, and a decreased calcium result. No report of patient impact was reported.

Manufacturer narrative:
D1: medical device brand name: bd vacutainer® pst¿ gel and lithium "heparin" (lh) 83 units blood collection tubes. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, customer suspect the product has been contaminated with edta. The suspected edta contamination due to a grossly elevated potassium value, and a decreased calcium result. No report of patient impact was reported.